Event description:
Information received indicated the octopus evolution caused a small epicardial abrasion on the heart surface. The case was completed without product changeout. No intervention was performed and no injury to the patient was reported.

Manufacturer narrative:
No product was returned for analysis, and no lot specific information was provided. No analysis is possible with no product return and without lot specific information. No conclusion can be drawn for the reported event.